Event description:
Caller tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 1.21 inr. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6)